Event description:
It was reported that after pressing the trigger release mechanism several times, the device was blocked and the stent could not be released. The patient is an (B)(6) female.

Manufacturer narrative:
The technical investigation of the returned device revealed that the stent had been shifted in proximal direction together with the retractable shaft. The proximal x-ray markers are at the level of the proximal stent stopper and are found to be deformed. The distal outer shaft is blocked. Between the proximal stent stopper and the glue joint the diameter is narrowed down, respectively elongated, indicating that the trigger was repeatedly pressed after the shaft fractured. This situation possibly contributed to the failure of the glue joint, i.e. The stent could not be released. Review of the production documentation verified that the instrument detailed above was manufactured according to specifications. The device fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no manufacturing or material related root cause could be identified. The final root cause for the reported event could not be determined.